Event description:
The reporter, the lay patient's mother, contacted lifescan alleging that the product does not turn on, which was unresolved with troubleshooting. The mother did not have the meter with her when she spoke with the customer care advocate. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.